Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
Event date unknown. Device lot # was not provided/unknown. Device has not yet been returned to manufacturer.

Event description:
The dentist reported that abutment screw (iunihg) fractured inside (nint411) implant. During clinical procedure. Tooth location #19.